Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure when inserting the intra-aortic balloon (iab), and also a catheter restriction alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. When the fse tested the iabp several times using a test balloon and trainer, compressor failure occurred . To resolve the issue, the fse replaced the compressor, and performed full calibration and all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure when inserting the intra-aortic balloon (iab), and also a catheter restriction alarm. No patient harm, serious injury or adverse event was reported.